Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were exhibiting low shock impedance measurements less than 20 ohms. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated a review of the historical shock lead impedances have been on the low range around 20 ohms. The issue was discussed with the electrophysiologist who decided to monitor the lead. There were no plans for additional intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.